Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. The access site was radial. The 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but could not cross a previously placed stent. There was no damage to the implanted stent due to the attempt to cross. During the attempt to advance, it was noted that the xience xpedition stent strut became damaged, then the sds hypotube kinked, then separated outside the patient anatomy. During removal of the sds, the stent dislodged from the sds balloon in the humeral artery. There was no resistance noted during removal. A snare device was used, but the retrieval attempt was unsuccessful, and the stent remains in the humeral artery. An additional access at the femoral artery was made, and the lesion was then treated successfully with a new xience xpedition stent. The arterial blood flow was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft kink/bend, separation, and stent dislodgement were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the stent damage could not be confirmed as the stent was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A cine of the procedure was reviewed by an abbott vascular clinical specialist. There are no images of a xience xpedition stent system that does not cross the proximal stent, and no images of the dislodged stent or retrieval attempts. The incident cannot be confirmed through this cine. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.